Event description:
After coagulating the uterine vessels, the pk device barrel and grasper malfunctioned and one of the jaws became detached. The jaws were retrieved from the patient's abdomen.====================== manufacturer response for dissecting forceps w/attached cord, pks lyons dissecting forceps w/attached cord======================have not received a response back as of this date.